Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable. Reportedly, the pump was completely blue. Customer¿s blood glucose was 260 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.